Manufacturer narrative:
The respironics service technician confirmed the reported problem. The service technician reported the remote alarm connector on the main board was loose. The service technician replaced the main board. A notification was mailed nov. 2003 to esprit users advising them to conduct periodic tests to assure proper operation of their nurse's remote alarm system. Also included were instructions for testing the nurse's remote alarm system when used with the esprit ventilator. Customer will receive a letter update as a reminder to the notification.

Event description:
The customer reported that when an alarm activated on the ventilator, it did not alarm at the nursing station. The customer reported that the ventilator's remote alarm connector was loose. The ventilator was in use, and the customer reported there was no patient harm.